Event description:
It was reported that the device has a sensor failure. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Facility name "(B)(6) ". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log showed a battery not working alarm. Functional test was performed. The reported issue of sensor failure was not confirmed, and no cause was established. The device was cleaned, calibrated and preventative maintenance was done to fix the issue.